Event description:
It was reported that the patient received inappropriate shocks. Initially the implantable cardioverter defibrillator (ICD) was not programmed optimally for this patient for ventricular tachycardia (vt) sensibility and selectivity. After reprogramming the device, vt selectivity was improved. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in (B)(4) study. The ICD remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device, analyzed and no anomalies were found.